Event description:
It was reported that the patient developed an infection and presented to hospital with signs of redness around the implant pocket of their pacemaker system. The pacemaker system including the right atrial (ra) and right ventricular (rv) leads was removed. The patient was discharged from the hospital post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Health effect code: 1930, 1840, 1924. Device problem code: 2682. Reference report: mw5182084.